Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.